Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that during a revision procedure of a right tka, the surgeon was not able to lock the polyethylene insert into place in the appropriate fashion. There was obvious looseness and instability associated with the component. It did not appear that there was obvious damage to the locking mechanism although the surgeon suspected this was likely the case given the near complete wear through of polyethylene posteriorly. Another new polyethylene was brought to the field as well. Again, the surgeon was not able to secure this into place using the standard locking mechanism. Given the inability to secure the poly, plans changed to a complete revision. The surgeon carefully removed the femoral and tibial components. Tibia and femur were reamed. Fully cemented stems for tibia and femur were selected. There was significant bone loss centrally and a cone was prepped for later placement. 10 mm posterior augments used laterally. Cement restrictors used in both femur and tibia. The patient was revised to a competitor¿s devices. Patient was last known to be in stable condition following the event. No device returns available. They were sent to the lab and legal department at the hospital. No further information. Revision procedure reported under MDR# 1038671-2023-01537.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, g4, h1, h6, h11 MDR section codes updated/corrected: b, c, d, e the mating issue may have been the result of residual debris in the mating feature of the tibial tray leading to interference between the mating features of the tray and the tibial insert during assembly. However, this cannot be confirmed because the components were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.